Event description:
This pi is for the patient's left hip. As reported: "revision of constrained liner, right total hip. Surgeon says ring broken on right hip. Also surgeon noted the neck is notched from contact with constrained liner ring. Additionally surgeon noted the left stem neck is notched from contact with the metal mdm liner." Rep confirmed that the surgeon reported that the notching was not severe enough to warrant revision at this time. Rep also confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding rom involving an mdm liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: a locking ring from a constrained liner dislodged and appears broken. An mdm-secure fit combination had neck notching from impingement. Event confirmation: the dislodged and broken locking ring was confirmed on the right hip. The notching of the neck was confirmed on the left hip. Root cause: the root cause of the dislodged and broken locking ring cannot be ascertained. The root cause of the notching was impingement on the mdm liner. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that surgeon noted the left stem neck is notched from contact with the metal mdm liner. The notching was not severe enough to warrant revision at this time. A review of the provided medical records by a clinical consultant stated the following comment: "a locking ring from a constrained liner dislodged and appears broken. An mdm-secure fit combination had neck notching from impingement. Event confirmation: the dislodged and broken locking ring was confirmed on the right hip. The notching of the neck was confirmed on the left hip. Root cause: the root cause of the dislodged and broken locking ring cannot be ascertained. The root cause of the notching was impingement on the mdm liner." Further information such as intra-operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.